Event description:
It was reported that the stent fractured, causing dissection and pseudoaneurysm, requiring intervention. This 6x60, 130 cm eluvia drug-eluting vascular stent system was implanted in the popliteal artery on (B)(6) 2021. On an unknown date during ongoing use, the stent fractured in the middle part of the stent, causing dissection and pseudoaneurysm. The stent fracture was found during routine surveillance. It was noted that the lesion was approximately 75% stenosed and mildly calcified. The fractured stent was covered with a new stent and there were no further patient complications.

Manufacturer narrative:
B3: date of event: date was not provided.